Event description:
Customer reported that a piece of this jaw broke off in a patient's knee. The issue was not noted until the next day when someone realized the device was broken. The patient was brought in and a second surgery was performed to remove the broken piece of the device. The original procedure was a knee arthroscopy with a lateral release. At the time of the event a back-up device was not necessary as the break was unknown. No delay was noted.

Manufacturer narrative:
No product is being returned for evaluation at this time, therefore, no determination could be made for the reported device failure. If the product is returned, an evaluation will be performed and a supplemental report will be filed.